Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, verified the reported issue. Physio-control confirmed that the device was permanently removed from service. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not power on when the on/off button was pressed. There was no patient use associated with the reported event.